Event description:
Implant failed and was removed 4/30/98. One person affected.

Manufacturer narrative:
After the initial medwatch report was created, the implant was returned for evaluation. It was clean and met specifications. Along with the implant was information noting that the implant had been placed and removed the same day (4/30/98), indicating that the implant did not fit the prepared site. Such an event, where the implant is placed and immediately removed , is not considered to be a reportable event. This is not a cause of a failed implant. The doctor was reminded of the correct drill sequence to follow when placing a 5x10 implant.